Event description:
Boston scientific crm received info that this implantable cardioverter defibrillator (ICD), associated right atrial (ra) and the right ventricular (rv) lead in the device system may have contributed to pt infection and ultimately, pt death. The local area sales rep relayed that the pt had been hospitalized for some time, with poor health, no allegations against her device system and no proof of infection. Most recently, her physician believed the pt's health was sustainable enough to attempt a procedure to assess the leads for potential infection. It was not known for sure that there was infection, even after the leads were explanted. The leads were explanted and portions of these were sent to the hosp lab for analysis of potential infection. It was suspected that the pt had developed a clot, which led to the pt's death. To date, the local area sales rep does not know the official cause of death. All device system products will be reported separately. The local area sales rep planned to return the device and lead portions.

Manufacturer narrative:
Info suggests that this medical device system was explanted, but has not yet been returned to the boston scientific crm post market quality assurance lab for analysis purposes. If new info becomes available, this report will be further evaluated and updated.